Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was reviewed and found intermittent atrial undersensing on the right atrial (ra) lead. The patient was thought to have a new onset of atrial fibrillation/atrial flutter. The ra lead remains in use. No patient complications have been reported as a result of this event.